Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon overexpansion occurred. Vascular access was obtained via the radial artery. The 80% stenosed target lesion was located in the moderately calcified left anterior descending artery. The lesion was treated with a 4.00 x 15 non-boston scientific stent, but the stent expansion was sub optimal. When a 4.50mm x 12mm nc emerge balloon catheter was advanced for post-dilation, significant resistance was encountered and when the balloon was inflated, it was noticed that the balloon extended past the proximal site of the stent. The balloon was removed fully deflated, and the procedure was completed. There were no patient complications reported and the patient status was stable.